Event description:
End user reports that starting about 2 months ago she developed a red itchy rash under the tape border. Over a couple weeks it became more itchy started to spread under the wafer at the edges. Now there are small fluid filled blisters and weeping noted under the tape border and at just the leading edge of the skin barrier. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.